Event description:
Surgical procedures for bilateral salpingo-oophorectomy. Olympus triport ref was5802ot lot 108791 was used. Surgeon states co2 starting leaking after first ovary and fallopian tube was dissected. Abdomen delated per surgeon and he requested the second triport. Per surgeon, the second triport leaked co2. Surgeon used a third triport, which did not leak. The surgeon thought an ovary was still in the pt's abdomen. The surgeon searched and then found the ovary in the first triport used. Surgeon explained the ovary must have been sucked up in the triport when the co2 was lost due to malfunction of the triport.